Event description:
It was reported that "there is a collett on the end of this insert that appears to be bent. Inserter handle would not fully engage into the stem. Managed to get the stem in using it and finishing with the finishing inserter."

Manufacturer narrative:
If additional info becomes available then it will be submitted a supplemental report.